Event description:
It was reported to vyaire medical that the avea ventilator stopped cycling while connected to a patient. At this time, no further details were provided by the customer regarding the required intervention or patient harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.